Manufacturer narrative:
The company rep was unable to duplicate the reported problem. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp stopped working, and displayed "error 1, no trigger". The patient was switched to another iabp and therapy was continued. No patient injury was reported.